Event description:
Device malfunction: failure to deploy/vessel locator wings did not retract. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the starclose device after a diagnostic procedure. Reportedly, the clip did not deploy and the vessel locator wings did not retract. The device was carefully removed. Manual compression with a compression clamp was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.